Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the MFR's clinical rep that when reviewing pt updates, the pt had expired. It was noted in the records that the pt had suspected pump thrombus with hemolysis, blood in urine. Lactate dehydrogenase (ldh) of 4100 and had been given heparin gtt and suffered a hemorrhagic stroke. The pt was put on comfort care and expired on (B)(6) 2012.